Manufacturer narrative:
(B)(4). 3004753838-2025-171012 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 7/21/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire broken or detached" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9 device available for evaluation ¿ correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. D10: concomitant medical product - additional information. H6: type of investigation - additional information. H6: investigation findings - additional information. H6: investigation conclusion - additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.